Manufacturer narrative:
Additional information was received that the patient was also experiencing difficulty charging the ipg. Database analysis showed that the patient regularly had poor charger-to-ipg coupling and the charger thermistor was triggered often. The device was working as expected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo revision wherein ipg will be relocated.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo revision wherein ipg will be relocated.